Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date the patient began treatment with an injection of vancomycin (1 gram, route and frequency not reported) and an injection of fortum (1 gram, route and frequency not reported) for peritonitis. Patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.